Manufacturer narrative:
(B)(4) follow up emdr for manufacture evaluation. A photo was provided for evaluation in lieu of the physical sample. Analysis of the photo provided in the complaint report confirmed the valve assembly displayed a crack on the distal end of the catheter however the analysis of the photo was not able to identify a potential cause for the crack. Likewise, analysis of the photo was not able to confirm the broken and stuck access tip failure mode. The lot number was unknown on this complaint, therefore we are unable to perform a device history record review based on the investigation results, a probable root cause could not be identified for the reported complaint. Since no probable root cause was identified, the investigation was not able to identify any corrective or preventive actions for this complaint. The complaint will be entered into the complaint management system and will be tracked and trended for future occurrence through the quality data analysis process

Event description:
Valve is damaged. Two access tips are broken off during use. The second access tip got stuck in the valve. This was removed by cannula. The exact cause of how it came to the damaged valve is not known. The emergency slide clamp was used and the valve was changed. No patient harm.

Manufacturer narrative:
(B)(4). A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Valve is damaged. Two access tips are broken off during use. The second access tip got stuck in the valve. This was removed by cannula. The exact cause of how it came to the damaged valve is not known. The emergency slide clamp was used and the valve was changed. No patient harm.